Event description:
It was reported that, "the bipolar implant dislocated from the constrained liner." Patient was revised.

Manufacturer narrative:
Additional information, has been requested and if received, will be reported on a supplemental report.